Event description:
It was reported that the patient presented to the emergency room with a complaint of chest pain. An echocardiogram revealed pericardial effusion and loss of capture. The patient was taken for replacement and the lead was explanted. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.